Event description:
Ambulance personnel delivered a pediatric pt (condition, diagnosis and outcome not reported) to the hosp. The hosp emergency room staff used the device to administer defibrillation therapy and subsequently attempted to administer external pacing. When the operator attempted to increase pacing current, the device allegedly displayed a pacing leads off alarm and use of the pacemaker was inhibited. The external pacemaker from the ambulance was immediately made available and used for external pacing (with the same electrodes) with no other problems reported. The reporter said there were no adverse affects to the pt's outcome as a result of the reported malfunction.